Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, h6.

Event description:
Healthcare professional reported rupture confirmed with MRI and capsular contracture baker grade IV. Later healthcare professional reported that there was no rupture found after the explant surgery. This record is for the right side. The device was explanted and replaced.

Event description:
Healthcare professional reported rupture confirmed with MRI and capsular contracture baker grade IV. Later healthcare professional reported that there was no rupture found after the explant surgery. This record is for the right side. The device was explanted.

Manufacturer narrative:
Clarification to b3: partial date of sep/2025 provided. Continued e1 - (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported rupture confirmed with MRI and capsular contracture baker grade IV. Later healthcare professional reported that there was no rupture found after the explant surgery. This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation, wear abrasion and crease observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.